Event description:
It was reported that the pod emitted an alarm while the patient was asleep; a pod error was displayed stating insulin delivery stopped and to change the pod. The patient's blood glucose levels were 2.3 mmol/l (41 mg/dl). As treatment, a new pod was applied. Investigation of the device found corrosion of undetermined origin within the pod.

Manufacturer narrative:
The pod initially was not able to connect to the master pdm to be downloaded. All three batteries were measured to be low. The pod was connected to a power supply and the printed circuit board (pcb) was removed but the data could not be downloaded. Hence, the presence of the reported alarm could not be determined. Corrosion was observed on the pcb and discoloration from this corrosion was observed on the underside of bottom housing. The corrosion on the pcb can be confirmed to cause the low battery voltages and data loss. A leak test was conducted, and no leaks were observed. The fluid path was fully disassembled and inspected under magnification, and no defects were observed. The kill switch was observed to be engaged, but it cannot be confirmed if fluid ingress happened through that and caused corrosion. It cannot be determined if the observed corrosion caused the reported hazard alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.